Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side suspected rupture. The device remains implanted.

Event description:
The device has been explanted. The device is non-PMA approved. Hence unreporting the previously reported rupture.

Manufacturer narrative:
Previous medwatch submission reported rupture. The previously reported rupture is being unreported since the device is non-PMA approved. Additional, changed, and/or corrected data: b5, d1, d.2a, d.2b, d4, d.6b, g4, h6.